Event description:
Pt called and stated she was having issues with both her cadd ms-3 pumps. The plastic cap around the syringe area has cracked. Pt does have a functional pump and is still on medication. We will be sending 2 replacement pumps; sn for current pumps: (B)(4) (backup which is currently broken), (B)(4) (primary which is almost broken). "Both pumps have cracked caps but pt is able to receive drug from the primary but needs it replaced. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 136 ng/kg/min, frequency: every 48 hrs, route: sub q. Dates of use: from (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: primary pulmonary hypertension.